Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01176. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, while attempting to load a pod6 coil and a pod8 coil into a lantern delivery microcatheter (lantern) on the back table, the scrub technician experienced resistance and inadvertently bent both pod6 and pod8 coil pusher assemblies. The pusher assemblies were bent prior to use and therefore, the pod6 and pod8 coils were not used for the procedure. The procedure was completed using a new pod6 coil, two new ruby coils and the same lantern.